Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being told gum disease is worsening due to bone loss after wearing aligner for a year resulting in periodontitis and root resorption concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.